Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection which was not believed to be device related and cause was unknown. The patient was given an oral antibiotics and was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.